Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by(B)(6) that during service and evaluation, it was observed that the air pen drive device was running by itself. It was noted that the device was intermittently going off, continuous running, and low torque. It was also noted that the device failed pre-repair diagnostic tests for internal leak tightness, and external leak tightness. It was noted in the service order ¿attachment not working¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.